Event description:
The device was used to check the customer's blood glucose. A result of 131 mg/dl was obtained. Customer went into a coma and emts were called. Emts checked their glucose and the level was 38 mg/dl. Customer was given an unknown shot and taken to the hosp. Customer received a complete checkup and was sent home. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.